Event description:
It was reported by service report that the customer alleged that the stretcher was broken. Upon inspection of the unit by the service technician, it was identified that the foot end jack could not be raised.